Manufacturer narrative:
Poly swap, infection. The poly component was implanted for approximately a month, so simulated use testing would not be able to accurately recreate the physiological changes that occurred during implantation. The reporter stated the removal was due to "anterior wound dehiscence". Simulated use testing would not accurately replicate the wound healing of the original implantation site. There were 47 similar complaints identified for star poly swaps with no indication of poly damage. Previous complaints were investigated and documented by stryker prior to february 2023 and do not aid in investigation for this complaint. Similar complaints identified after february 2023 do not aid in the investigation for this complaint as the part and lot numbers remain unknown for the similar complaints. There were no abnormalities in regards to ohr review. It is unknown if the doctor followed the surgical technique with the limited information available regarding the original implantation. The poly was not returned to the houston site, so visual and dimensional inspection did not occur. Simulated use testing did not occur. The reporter stated the poly swap is occurring due to an "anterior wound dehiscence" one month post original implantation. As the cause of the dehiscence remains unknown, it cannot be definitively attributed to the star ankle system. Due to the original component lot number remaining unknown and the device not being returned, the root cause shall remain as unknown. The patient co-morbidities and product status remain unknown. Information not provided is not available to the reporter. Thus, good faith effort was achieved. The overall risk is high with a risk index of 3. Severity level of 4 (significant) is appropriate as there could be permanent functional impairment of body function and the failure may occur with or without warning. It is to be noted that no adverse events were reported resulting from the swapped poly. It was determined that 613 polymer components (pn: 400-14x) were sold between december 2022 and december 2023. With 48 reported events, the occurrence rate is (B)(4). Thus, an occurrence level of 5 (frequenuhigh) is appropriate. Per rf-str-0001 revision 3 risk benefit analysis for u23.2, "every endoprosthesis has a limited lifespan. With state-of-the-art techniques, there is no potential for further mitigation of the risks from a clinical point of view". Therefore, the risk shall remain appropriate. Though the root cause remains unknown it is not expected to be attributed to the supplier.

Event description:
Revision surgery - due to infection.